Manufacturer narrative:
The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a cause for the reported clip introducer (ci) retraction problem could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report the clip became stuck inside the introducer during preparation it was reported that during preparation of the clip delivery system (cds), the clip became stuck in the introducer; therefore, the device was not used. There was no patient involvement, and no clinically significant delay in the procedure. A new cds was used to complete the procedure. No additional information was provided.